Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high flow insufflation unit measured gas incorrectly and needed to be recalibrated. The issue occurred during a procedure. The procedure was completed with the device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was unable to be confirmed. Evaluation did find there was corrosion on the pinch valve and front chassis and the pinch valve did not work. This event is under investigation. A supplemental report will be submitted upon receiving additional information.